Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient's clinic after receiving an alert notification. The clinic was notified that the patient's right ventricular (rv) lead had triggered an alert for high rv threshold. It was noted that this has been a chronically high threshold since shortly after implant. The lead remains in use. No patient complications have been reported as a result of this event.